Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. The tamper seal was broken. A functional test was performed and the reported issue was duplicated. Three accuracy tests were performed, and the pump was found to be over delivering to the manufacturing specifications. As a result, the expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump failed volume test during testing. No patient injury was reported.